Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a thrombus occurred. A 30mm watchman ® laa closure device and delivery system was selected for a left atrial appendage (laa) closure procedure. After two partial recaptures, the device was fully recaptured as it was unable to be positioned to meet release criteria. A second 30mm watchman ® laa closure device was successfully deployed and released. It was noted that the device was placed distal to and spanned the entire laa ostium with a complete seal. During a follow up transesophageal echocardiogram (tee), thrombus on the watchman device was observed. Medication was given/regimen adjusted. The event was considered not recovered / not resolved.